Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and developed hemolysis, positioning issues and thrombus. Post implant of the impella cp, same day, the patient had progressively pink to dark urine and dropping off. At bedside the pump was pulled back under point of care ultrasound, locked at 94cm with formal echo pending. It was further reported after multiple attempts to position the impella cp appropriately under fluoroscopy and transthoracic echocardiogram, the decision made to exchange impella cp due to seesawing of catheter in place and severe hemolysis. Thrombus was also reported to have occurred. The patient was eventually escalated to an impella 5.5 device and remained on support for at least an additional 16 days.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis, positioning issues, and thrombus has been completed. After review device and data analysis and clinical details, the root cause of the hemolysis and positioning issues was most likely was improper position due to improper technique. The logs indicate that thrombus could have been ingested towards the end of the case, however this is unlikely to have cause the hemolysis as the hemolysis was reported to have occurred before the ingestion event. As the necessary information was not provided, the root cause of the thrombus was not determined. E4 should have been left blank on manufacturer device report 1220648-2024-25092.